Event description:
It was reported that the insulin pump had an unresponsive keypad ad buttons. The customer's blood glucose was 170 mg/dl. The customer stated that the device had gotten wet while they were riding their motorcycle in the rain. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.